Event description:
Modification 380 had been performed on this bed. Account said that they have a bed that has a siderail that does not latch properly. She said that she was told that a technician would repair this bed. Tsr I found that the bed functioned properly and could not duplicate the alleged problem.